Event description:
It was reported that a patient underwent a revision procedure approximately 3 weeks post implantation due to pain, chest depression, and pectus bar rotation, which was confirmed through x-rays. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information and no further information has been provided. D10: pectus blu prbnt ti bar 12.5in cat#78-6125 lot#unk pectus blu prbnt ti bar 12.5in cat#78-6125 lot#unk. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: at 3 week follow-up, patient noted chest depression with an episode of sharp, focal pain on right upper chest xray rotation of cranial pectus bar. Revision was performed on after 3 week followup. Summary about the surgeon review of the x-rays was included and covers the reported issue, further review of the x-ray will not aid in the investigation of the reported event. A definitive root cause cannot be determined. The reported event is confirmed by provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.